Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fractured with impedance greater than 2500 ohms and a capture threshold of 5v at 1.5 ms. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fractured with impedance greater than 2500 ohms and a capture threshold of 5v at 1.5 ms. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h6 device codes. This supplemental report was created to capture additional information.